Event description:
It was reported while using bd facs¿ lyse wash assistant biohazardous waste leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter, translated from german to english: the waste tank is leaking and needs to be replaced. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? It was not contained. 3. Was there spray of liquid under pressure? Waste under minimal pressure. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination/bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6). Problem statement: customer reported complaint on a waste leakage from the waste tank not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 02jun2020 to 02jun2021. Complaint trend: there are 4 complaint related to the issue of a waste tank leaking; date range from 02jun2020 to 02jun2021. Manufacturing device history record (DHR) review: DHR part # 337146 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn waste tank. The customer contacted bd regarding the leakage not contained within the instrument and informed the tsr (technical service representative) that it was due to a worn waste tank, and that they had already replaced the part. As seen in the internal notes, the customer had ordered and replaced the tank themselves prior to submitting the complaint. The tsr sent the customer a new waste tank, and when it arrived the customer reported that they had received the part and the instrument was functioning as expected. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the leakage of biohazard has the potential for injury and contamination, no customer or bd personnel came in direct contact and was thus not harmed due to the issue. The leakage was not under pressure and did not significantly increase the risk of exposure. The customer confirmed that though patient samples were used, they were not used in any treatment due to the leakage and didn¿t harm the patient in any way. The safety risk is severe, s4, though there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2016. Defective part number: n/a. Work order notes: subject / reported: 337146 - bd facs lyse wash assistant - waste tank leaking. Problem description: the waste tank is leaking and needs to be replaced. Work performed: defective 33634907 - assembly waste bottle services replaced. Cause: defective 33634907 - assembly waste bottle services replaced. Solution: defective 33634907 - assembly waste bottle services replaced. Internal notes: (B)(6) 2021, 6:56): according to the transport service desk, the replacement tank arrived at the customer yesterday - the device was already running because the customer had already installed a replacement tank (which has now been replaced). (B)(6) 2021, 8:09): 33634907 - assembly waste bottle services sent to the customer via itechportal. (B)(6) 2021, 8:08): dr. Albrecht has already replaced 33634907 - assembly waste bottle services (because he bought a replacement himself) and the device is running again, but his spare tank should now be replaced. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 337146fmea, rev. 03/vers. C, lyse wash assistant fmea disinfectant project was reviewed. No new hazards have been identified and the current mitigation is sufficient. ID: 20.1. Item: bd disinfectant. Function: contain the waste. Potential failure mode: integrity of waste tank compromised. Potential causes: incompatibility of antifoam with pp waste tank material. Local and next-level effects: waste leaks out of the tank. Hazards: chemical/biohazard due to incompatible material/chemical reaction. Risk controls: disinfectant added to waste tank; samples lysed and/or fixed; anti-foam msds. Effectiveness verification: refer to memo: steris vesta syde sq product chemical compatibility with anti-foam and waste tank. Probability: 1. Severity: 4. Risk index: 4. Output: none. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste tank. Conclusion: based on the investigation results, the root cause of the leakage of waste not contained within the instrument was due to a worn waste tank. The customer had called regarding the worn waste tank, and informed the tsr that they are using a spare waste tank. The tsr sent the customer an additional waste tank, and the customer reported that the instrument was functioning as expected with the one they had installed previously with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is severe, s4, though there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facs¿ lyse wash assistant biohazardous waste leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter, translated from german to english: the waste tank is leaking and needs to be replaced. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? It was not contained. Was there spray of liquid under pressure? Waste under minimal pressure. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.